Event description:
During initial assessment of a returned homechoice device, a baxter technician identified an increased intraperitoneal volume (iipv) event which occurred on (B)(6) 2010 during drain cycle 1. The drain volume was 4472 ml (milliliters). This drain volume meets overfill criteria.

Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow up emdr.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The device passed both the homechoice return instrument test / evaluation (rite) electrical test and the rite functional. Review of the device logs confirmed that the patient was experiencing longer than estimated drain times and negative ultrafiltration (uf) volumes during therapies. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulty or the iipv found in the device logs. The device functioned normally during pal testing the cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be: use error, inappropriate bypass of the caution: negative uf alarm followed by insufficient drain , false empty detect at initial drain. A service history review revealed no previous service events were related to the reported condition. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4).